Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited inappropriate mode switch and far r over-sensing. No intervention was performed. No patient consequences.

Event description:
Additional information received indicated the far r over-sensing episodes persisted. There were no reported patient symptoms. Further information was requested but not received.